Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on 2018-jul-17 regarding a patient receiving dilaudid (10mg/ml at 2.5mg/day), bupivacaine (16.2mg/ml at 4mg/day), and ketamine (398mcg/ml at 100mcg/day) via an implanted infusion pump. The indication for use was malignant pain. It was reported that during a refill appointment, a motor stall was discovered. The environmental, external, or patient factors that led or contributed to the event were not known. A pump replacement was scheduled for (B)(6) 2018 or (B)(6) 2018 (both potential dates were provided), and was unresolved at the time of report. No symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A supplemental report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was clarified that the replacement date was (B)(6) 2018. The patient's weight, status, medical history, and age were asked and the information was not available. The pump was returned on (B)(6) 2018 and the paperwork indicated the pump was explanted on (B)(6) 2018 due to a motor stall. It was noted that there was patient injury with the injury noted to be withdrawal signs and symptoms. Loss of therapy was also noted. Both "recovered with sequela" and "recovered without sequela" were indicated on the return product paperwork. No further complications were reported.

Manufacturer narrative:
Analysis found corrosion and-or wear and-or lubrication as well as stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.